Event description:
Procedure: sleeve gastrectomy. According to the reporter: stapler wasn't fired, a gap was occured pt and specimen side. Procedure duration was exceeded 30 minutes, pt was reoperate. Pt was discharged.

Manufacturer narrative:
(B)(4).